Event description:
Medtronic received information that fifty days following the implant of this transcatheter bioprosthetic valve, congestive heart failure (chf) was noted. Medication was prescribed. No additional adverse patient effects were reported. Additional information was reported that an electrocardiogram (ECG) revealed left bundle branch block (lbbb) post valve procedure and was still present at a six month follow-up visit. No treatment was prescribed. No further adverse patient effects were reported. Additional information was reported that following the valve procedure, atrial fibrillation (afib) was reported and medication was prescribed. Two days post valve implant, electrocardiogram (ECG) changes were reported when the patient moved from the chair to the bed and recovered with notreatment. No adverse patient effects were reported. Additional information received indicated that following the valve implant hematuria was identified with blood noted in the foley. This cleared and even resolved 2 days following the valve implant procedure. The cause was not reported. No intervention/treatment required. The physician indicated the hematuria was related to the valve implant procedure but not related to the medtronic products. Also following the implant, hypercoagulation was identified. The partial thromboplastin time (ptt) was >157. Repeat ptt was performed with values of 92, 54, 87, and 96 at discharge. Unspecified medication was required. The physician indicated the hyper anti-coagulation was related to the valve implant procedure but not related to the medtronic products. This condition continued and was unresolved through study exit. Approximately 8 years 4 months following the valve implant, the atrial fibrillation with rapid ventricular response episodes continued at times. The atrial fibrillation was reported as related to the valve.

Manufacturer narrative:
Continuation of d10: product ID cls-3000-18fr; product lot/serial number (B)(6); product type: compression loading system. Product ID dcs-c4-18fr-23mm; product lot/serial number (B)(6); product type: delivery catheter system. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the patient had a history of factor x deficiency prior to the valve implant. The cause of the anti-hypercoagulation was associated with heparin and the heparin was held.